Event description:
The clinician reports the implant was inserted (B)(6) 2003 in fdi 26. Details of surgery: sinus augmentation and ridge augmentation. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility and bleeding. No further patient complications were reported.